Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. However, the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. The analyst noted that the lead was returned with the helix fully extended and tissue was visible inside the helix. The tissue was removed with alcohol and the helix worked within specification.

Event description:
It was reported that during the procedure, the lead continued to dislodge after repeated implant attempts. Once the lead was removed it took over twenty-two turns to extend the helix. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.